Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was returned to the customer labeled "not for clinical use". No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a "ventilator failure detected, code 2: no gas and co" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.